Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/23/2016. The fse confirmed that tubing through pinch valve pv 49 was worn, causing the leak and errors. The fse replaced the tubing resolving the issues. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported approximately 20 ml of uncontained diluent leaked from a coulter lh 500 hematology analyzer onto the counter during normal instrument operation. There were diluent comparison error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.